Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (273-314 mg/dl). A correction bolus was delivered to address the high bg levels. The customer feels that the pump was operating properly and declined tandem technical support's offer to troubleshoot. The customer was to be meeting with a healthcare provider to discuss the high bg.